Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a prospace peek insertion instrument. According to the complaint description it was reported that the working end of the instrument was deformed during surgery. During surgery (plif) when placing two prospace peek implants (8 x 8.5 x 22 mm) between l5 (lumbar vertebrae 5) and s (sacral vertebra), an inserter was connected to a cage (prospace peek) and fixed by turning the dial. The cage was then placed in the intervertrebal space and the dial was turned again to remove the inserter from the cage. The inserter could not be removed because the dial could not be turned. Hospital staff checked the inserter after surgery and a deformation of the screw of the dial was found. There was no patient harm. Additional information has been requested but not yet received as of this report. The malfunction is filed under (B)(4).

Manufacturer narrative:
General information intra operative incident. Up to now there is no instrument available for investigation. Consequences for the patient according to the available information, there were no negative consequences for the patient. Investigation no product at hand. Batch history review a review of the device quality and manufacturing history records was not possible because the lot number is unknown up to now. Conclusion and root cause the root cause for the problem is most probably usage related. Rationale without the instrument available for analysis the definitive root cause is difficult to determine. We suspect that the surgeon damaged the thread of the instrument during the insertion of the implant. Corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.